Event description:
It was reported that the customer's insulin pump screen went blank. The batter was reportedly not dead. The patient's blood glucose was 128 mg/dl. Troubleshooting was performed and all conditions were found to be normal. The customer was advised to replace the battery with a new one and should the display not return, to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump was received with minor scratches on the display and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.